Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated on (B)(6) 2017 she was completing dialysis treatment and received an "m31 air detected in cassette" alarm and cancelled treatment. The patient stated the following morning when she removed the cassette she noticed solution inside the cassette door area. Follow-up with the pd patient's contact confirmed there was no issue with overfill and no injury occurred. The contact stated the patient was the contact stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment.. The contact stated the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated on (B)(6) 2017 she was completing dialysis treatment and received an "m31 air detected in cassette" alarm and cancelled treatment. The patient stated the following morning when she removed the cassette she noticed solution inside the cassette door area. Follow-up with the pd patient's contact confirmed confirmed there was no issue with overfill and no injury occurred. The contact stated the patient was the contact stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment.. The contact stated the sample had been discarded and was no longer available for evaluation.